Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 484 mg/dl. Customer treated their blood glucose with a bolus delivery. It was found the customer was urinating and thirsty as a result of their high blood glucose. Troubleshooting for the customer's insulin pump found the insulin pump had passed all functional testing. The customer's settings and bolus history was also correct on their insulin pump. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.